Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:305197. Batch#:3271861. It was reported by customer that the black spot on plastic end of needle. Verbatim: rcc received a complaint via email. Product complaints team could you please open a new complaint for material 305917, lot 3271861. The defect is foreign matter, awareness date is 7/5 and the customer does have the sample to return.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was a black spot on the end of the needle. To aid in the investigation, six samples and three photos were provided for evaluation by our quality team. Four sample came in opened packaging blisters and two samples came in sealed packaging blisters. A visual inspection was performed with 10x magnification. The samples have a dark colored speck of embedded degraded resin that is 1/128" in size. The three photos provided show a needle hub with a dark colored speck, a packaging blister top web, and four shelf boxes with one plastic bag containing multiple needle assembly packaging blisters. No other information could be obtained from the photos. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305197, lot 3271861. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. Did the event directly, or indirectly involve a patient or user? No. Material #:305197 batch#:3271861. It was reported by customer that the black spot on plastic end of needle. . Verbatim: rcc received a complaint via email. Email(s) attached. Product complaints team could you please open a new complaint for material 305917, lot 3271861. The defect is foreign matter, awareness date is 7/5 and the customer does have the sample to return.